Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on (B)(6) 2017, the customer was found unconscious by the customer's husband. Reportedly, at the time of the event the customer's blood glucose (bg) level was within target range of 75-78 (mg/dl), and the customer reported that losing consciousness was not due to a low bg level; however, was uncertain of the reason. At the time of the reported event, the customer was at the hospital undergoing tests. Review of the pump data logs by tandem technical support showed that no alarms had been declared on the pump. Additionally, the customer resumed pump therapy on (B)(6) 2017, and had no issues with the pump. Multiple attempts were made by tandem¿s technical support to obtain additional information regarding the event; however, no additional information regarding this event was provided.